Event description:
Olympus was informed that two days after an unspecified therapeutic radiofrequency ablation (rfa) procedure (date of procedure: (B)(6) 2013), the pt developed a hematothorax which required thoracic drainage and blood transfusion. The suspect model device was reportedly placed inside the tumor by intercoastal approach and the intended procedure was completed on (B)(6) 2013 without any complications. There was no report about a malfunction of the used olympus medical devices.

Manufacturer narrative:
The suspect medical device was not returned to olympus for eval as it was reportedly discarded by the user facility. The exact cause of the pt's outcome could not be conclusively determined and therefore being judged as unk. However, if additional significant information becomes available, this report will be updated.